Event description:
A muscle relaxer pill with an m22 was used to afflict the following: I was prescribed a power wheelchair, which I was prescribed previously but a different model was provided. 2015, I was unlawfully compelled and forced to relinquish my power wheelchair with unlawful lies by respondents named in (B)(6), upheld. Part of the enticement and theft was a description that I would be provided and able to access medical providers in a different part of the state, could not physically travel with it, while respondents unlawfully afflicted injuries, assaults and poisoned me, to the extent I acquiesced, following which time enough pain and inflammation to existing injuries set in to the extent I was not even able to remember many facts, followed by which I was injured numerous occasions, whereupon in 2018 I returned to the (B)(6) area, was immediately, unlawfully, assaulted and provided a fraudulent prescription by respondents guilty and after being struck in a vehicle a number of times to intentionally afflict previous injuries, whereafter the same, respondents, issued pretext, unlawfully and in the course of unlawful obstruction to justice, to attend the unlawful practices of other respondents, actuaries in unlawful murders - some of which afflicted and affected me directly. The respondents unlawfully billed the state, resources of the land and provided the same units, of the jazzy and loaner series, which unlawfully caused me injury and in the course of their unlawful obstructions, assaults and murders, 2015 to 2019, (B)(6) and cited. The correct unit was unlawfully deprived, insurance processes are being pursued, the unit(s) described have injured my back, spine, head, and other areas and needs to be removed from the market as a public health matter, whereas part of the unit included an unlawfully faulty ramp assembly and installation, which also caused numerous injuries. After reinjuring existing injuries and recreating resolved injuries, respondents viciously slammed me in to curbs with a vehicle, a tree, bushes, poisoned and afflicted other forms of attempted murder during the course of unlawful obstruction (B)(6) upheld), deprived the facts and insurance accessibility while I was injured to the extent I was unable to remember and the same, numotion powerwheelchair providers, whom unlawfully stalked me through assigns in multiple us circuit areas after homicide attempts in 2015 as part of unlawful and retaliatory processes, unlawfully reinstalled the same units and in the same ways which they knew would cause permanent injury and likely death, same legal citations. The power wheelchair unit depicted is a jazzy 600 es series, while loaner units also had the same problems, none of which the consultant process evaluated completely, correctly, nor inclusively and that also includes the same wellspace providers that, which and whom intentionally murdered as well, guilty. The ramp dysfunctions caused injury due to the unlawful alignments, small width, aperture height between where the ramp is supposed to meet the door frame but instead jolts and make it injurious to open the door as required to be availed per the law and medical code and the same with regards to the bottom of the ramp area, which is not permitted to force travelling over ledge drops in to grass areas, which damages the equipment owned by me and then re damages it when the unit travels back up on to the sidewalk, along with causing injury each time. I seem only now to be able to remember a similar complaint in 2015 and that is due to the injury which I sustain when jolts, drops, bumps and other body stressors occur, which are now where they were before medical procedures were completed to restore medical health following previous assaults from unlawful murder attempts during the course of respondents to the law obstructing justice. The same have also unlawfully afflicted with stereograph, witchcraft. Evaluated in the law note: respondents named in the law, (B)(6), upheld. And the law, are not permitted to access this information. (B)(6) upheld and "the outlaws law". Banned, upheld as banned, 2015, et seq., et al. Are guilty and may not be employed by any united states of america agency or department assign as of april, 2019. The visual description of the medication device was created earlier this month, when respondents were unlawfully high, joyriding beyond license expiration and afflicting unlawfully with witchcraft as I have been trying to recuperate at a more expedient rate. The manufactures are named. The products are in the possession of the named. The device was left on the driveway, where they were getting in the vehicle to joyride and unlawfully poison, described. Visual descriptions of the other devices also used to unlawfully afflict the other injuries second to the same have also been included. Signert, (signed,) (B)(6). "Direct users were (B)(6) and by other names, his siblings, (B)(6) whom uses and is used by (B)(6) to unlawfully distribute poisons, compounds and narcotics, unlawfully, in the course of unlawful acts. The prescription has been established to be non medical. That is the law they injured me, (B)(6)." FDA safety report ID# (B)(4).